Event description:
It was reported that while using bd veritor(tm) sys for rapid detection of group a strep the customer received discrepant results for the same specimen. Initially a negative result was received, following a qc test a positive result was received using the same specimen. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the results from the plate and from the analyzer are different. A negative result was given by the analyzer by inserting a plate in which the t line was observed with no n line. However, when the customer used a qc plate and then inserted the previously mentioned plate with the t line, a positive result was given. The customer has experienced the same issue a few times recently."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges discrepant results when using kit veritor system strep a 10 tests jp (material # 256057), batch number 1312865. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against discrepant results was identified. Currently no adverse trend for discrepant results was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using bd veritor(tm) sys for rapid detection of group a strep the customer received discrepant results for the same specimen. Initially a negative result was received, following a qc test a positive result was received using the same specimen. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the results from the plate and from the analyzer are different. A negative result was given by the analyzer by inserting a plate in which the t line was observed with no n line. However, when the customer used a qc plate and then inserted the previously mentioned plate with the t line, a positive result was given. The customer has experienced the same issue a few times recently."